Manufacturer narrative:
The reported event of the radiolucent thread not being attached to the sponge was confirmed. Upon inspection, there was evidence that the string had gone through the heat seal process and was attached during manufacturing. The sponge was tested destructively and therefore will not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility the radiolucent string became detached from the sponge. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event. A procedural delay was reported; however, the length of the delay was unknown. It was not reported that the length of the procedural delay was clinically significant.

Event description:
It was reported that during a surgical procedure at the user facility, the radiolucent string became detached from the sponge. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event. A procedural delay was reported; however, the length of the delay was unknown. It was not reported that the length of the procedural delay was clinically significant.